Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and green suture string were returned with no anchor fragments. The distal end of the insertion device is bent almost 90 degrees. There is biological debris on the returned items. A review of the customer provided image finds the insertion device with a bent distal end and green suture string near a smith+nephew product box. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra anchor broke when surgeon began to knock it, the broken parts were removed using tweezers and suction. The procedure was completed with non-significant delay using a back-up device in the original bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).